Event description:
Boston scientific received information that the physician saw an error code for shock impedance measurements greater than 200 ohms on the right ventricular (rv) lead while testing the device. During a revision procedure, it was noted the connection between the device and lead was loose. The connector of the lead was cleaned and reconnected to the device. All testing was successful. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.